Event description:
Provider states that the left brake pad on the rollator is very worn down and therefore the lock is not holding causing the wheel to slip when its locked. Provider states the right side is beginning to have the same issue. No additional information provided.